Manufacturer narrative:
Results: sixty samples were returned for evaluation. Thirty samples were evaluated for leakage in tubing. Leakage was identified for five of thirty samples. Twenty-five did not present leakage. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5156776. Conclusion: most likely cause is that there was a burr on the gripper.

Event description:
It was reported that the tubing of 21 g x 0.75 in. Bd vacutainer® safety-lok¿ blood collection set near the female luer had a defect causing massive blood leakage. Healthcare works exposed to blood. Blood exposure to skin, no blood exposure to mucous membranes. No injury or medical intervention.